Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient tried to recharge their device the day prior to the report, but could not connect with their implantable neurostimulator (ins). The patient stated the last time they successfully recharged their device and had coupling boxes was about 3 weeks ago. Communication could not be established with any external devices. The patient last felt stimulation about a month ago. Although the patient claimed to have last recharged to full about 3 weeks ago, their recharger statistics showed that their last recharging session was on (B)(6) 2016. It was noted that the patient only has 1 recharger as well. Steps were review for how to perform a physician mode reset (pmr). An overdischarge was suspected by patient services, but not confirmed. The patient was implanted for spinal pain. Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that the overdischarge was confirmed and they were able to successfully recover the ins from overdischarge. Additional information was received on the same day ((B)(6) 2017)) from the consumer reporting that the battery was depleting too much. The patient was getting all of the boxes during troubleshooting. It was reported that the implantable neurostimulator (ins) was full. The patient looked at the screen and it was showing that the ins was charging just fine. It was determined that the patient would monitor it and call the health care professional (hcp) if the problem seems to persist. It was reported that the patient spoke with a manufacturer representative on (B)(6) 2016. The battery died too quickly and every time that the patient ¿wears it¿ it dies. The patient stated that they charged it until it was full. It was reported that usually the recharger beeped and the patient saw a ¿sweat mark.¿ the consumer reported that the remote was fine but the ins was not supposed to die so much.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-01-05 reporting that the representative was not sure when the patient started having rapid depletion issues. The patient lived far away and the representative had recommended that the patient call customer service as the patient was not sure if there was something that needed to be replaced or if troubleshooting could be done on the phone. The representative had seen the patient in the office on (B)(6) 2016. The representative reported that it sounded like the patient was having problems since the representative had restarted them. It was reported that the representative would talk with the patient on (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-02-16 from a manufacturer representative reporting that the patient was not using the implantable neurostimulator recharger (insr) correctly. Re-education was performed and everything worked fine after the patient¿s need for education was fulfilled.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient had an appointment scheduled with their doctor (B)(6) 2017.